Event description:
During surgery, the alignment stand pin broke off the instrument while the surgeon was seating the instrument on the cervical plate. According to the field rep the surgeon used a suction device to remove the broken tip from the surgical field; however, the suction device was not inspected to confirm the presence of the pin. X-rays were taken and did not reveal the broken pin in the patient. Surgery was successfully completed with the instrument. No adverse event occurred during surgery. This report is being made because there is no concrete evidence that the broken pin was successfully removed.

Manufacturer narrative:
Testing of the device confirms instrument manufactured to correct material and heat treat specifications which agrees with the DHR. The instrument was returned but the broken pin was not.